Manufacturer narrative:
Please note: additional excluder® components plc121000/18218861, and plc141000/18519953 included on this report, as it is unknown to which device this event may be attributed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, and death. Per IFU, considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, the patient was implanted with three gore® excluder® aaa endoprostheses (rlt311413/17992357, plc121000/18218861, and plc141000/18519953) to treat an abdominal aortic aneurysm. According to the report, both external iliac arteries featured severe calcification and thrombus. The physician reportedly spent 69 minutes trying to access the iliac arteries before successfully gaining access via left trans-subclavian approach. The patient tolerated the procedure. On (B)(6) 2018, the patient reportedly developed colonic ischemia secondary to a thrombus shower, and expired. The physician believes manipulation of wires during the procedure may have contributed to the shower of emboli.

Manufacturer narrative:
Correction: additional excluder® components plc121000/(B)(4), and plc141000/(B)(4) included on this report, as it is unknown to which device this event may be attributed.